Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance was 1463 at the session on (B)(6) 2015. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. Rv pace impedance was steady at approximately 667 ohms through (B)(6) 2015, then trends up to 1400 by (B)(6) 2015. Analysis of the device memory indicated pacing capture threshold in the rv was elevated. Rv capture threshold steadily rises from 0.875 to 2.25 volts between (B)(6) 2015 and (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited rises in pacing impedance and capture thresholds. High impedance was also noted. The physician indicated that the patient demonstrates twiddler's syndrome. From a subsequent x-ray, it was found that the lead had high-angle stress areas, and that portions of the lead's insulation were twisted. The lead was removed and replaced, at which time the observations made from the x-ray were confirmed. It was further found after removal that the lead's helix was no longer able to extend. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies found. It was noted that there was visible body tissue on the distal end electrode. And, the helix fixation was distorted and bent. The visual summary indicated that there was apparent explant damage. The analyst commented that the helix extends but was bent, however measurements were within specification.

Event description:
It was further reported that the right ventricular lead's pacing impedance was "very variable" prior to the impedance rise to high impedance.